Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient had skin tract oozing at their impella cp access site during support. A purse string suture was placed and one unit of packed red blood cells was given to treat the condition. Additionally, heparin was temporarily paused and the site was redressed and oozing was resolved. The following day, care was withdrawn and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The root cause of access site bleeding was most likely use issue since hemostasis was achieved by adding additional suture. H.6 investigation findings and investigation conclusions were reported incorrectly on the initial manufacturer device report number 1220648-2025-27383 as the investigation was complete. H.10 investigation results were inadvertently omitted on the initial manufacturer device report number 1220648-2025-27383.